Manufacturer narrative:
Per updated information, the lens was exchanged for a vticmo12.6, -17.50/0.5/088 (sphere/cylinder/axis), lens on (B)(6) 2020. The problem was resolved. Patient code 3191 (secondary surgical intervention: lens exchange) claim# (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in liquid in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens and residue on lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -16.5 into the patient's right eye (od) on (B)(6) 2019. The surgeon notes loss of bcva and refractive surprise. Reportedly the lens remains implanted.